Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. The insulin pump had cracked case at display window corners, broken battery tube threads, broken reservoir tube lip and minor scratched display window

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm on the insulin pump. Customer¿s blood glucose level was 142 mg/dl. Troubleshooting for the prime rewind was performed. Customer advised the drive support cap stuck out. Customer advised during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.